Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer went to the hospital with a blood glucose (bg) level of 500 mg/dl and high ketone levels identified as life threatening by a health care provider. Customer received insulin therapy from hospital. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.